Event description:
On 3/6/1990 an aus device was implanted. 1/2/1992 implanted another aus device (double implant). On 2/13/96 the balloon was revised. On 1/21/1997 one aus device and one malleable rod were removed from the pt due to infection.